Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.